Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Has the second excision been performed? If so, please provide the date and results.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced exposure into vagina and it was managed with local excision procedure on (B)(6) 2015. The patient also experienced pain with coitus, recurrent stress incontinence of urine after local excision and re-exposure. The patient was referred to the reporting surgeon for removal. The patient is on the waiting list for removal procedure and fit for natural/autologous short sling. Additional information has been requested.